Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Head of brush head has just broken off while using it [device breakage]. No adverse event [no adverse event]. Case description: a male consumer of unspecified age reported that he recently purchased some oral-b power oral care refills, and with 2 of them, the head had just broken off while he was using it with an oral-b rechargeable toothbrush, version unknown. This was not the first time he had used these particular brush heads. No symptoms developed.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. The reporter informed the company that the product had been discarded.

Event description:
Head of brush head has just broken off while using it [device breakage]. No adverse event [no adverse event]. Case description: a male consumer of unspecified age reported that he recently purchased some oral-b power oral care refills, and with 2 of them, the head had just broken off while he was using it with an oral-b rechargeable toothbrush, version unknown. This was not the first time he had used these particular brush heads. No symptoms developed. (B)(6) 2016 received consumer's follow-up phone call: the consumer stated that he had already disposed of the product. No further information was provided.